Event description:
It was reported that, "revision right total hip revision, surgeon assessment "failed right replacement."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as hospital policy. If add'l info becomes available then it will be submitted in a supplemental report.